Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/24/2024, it was reported by a patient via phone that after undergoing a distal femur osteotomy on (B)(6) 2023 one of the six implanted screws broke. This was discovered 3 1/2 months post-op in an x-ray. On (B)(6) 2023 when this procedure took place an ar-13280-60 cancelleous screw, an ar-13380-54 cortical screw, an ar-13280-60 cancelleous screw, an ar-13380-50 cortical screw, an ar-13280-65 cancelleous screw, and an ar-13380-46 cancelleous screw were implanted. It has not been confirmed which screw broke. A post-op x-ray was taken 2 months post-op where everything looked good, however, the x-ray taken 3 1/2 months post showed a broken screw that had partially made its way. The integrity of the healing bone will determine when a revision will be taking place.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to over-torquing the screw during insertion and/or misaligned insertion of the screws; causing pressure to be applied to the shaft of the screw while implanted.

Event description:
Additional information was provided by the patient where he stated that a test had been run to confirm there were no deficiencies with his health that would cause this failure. The patient will be undergoing a revision surgery with a trauma surgeon. The patient stated his femur is now short on both sides due to the breakage. Additional information was provided on 06/27/2024, where the patient reported that a revision procedure had taken place on (B)(6) 2024 they removed all of the screws and bracket. Then, it was replaced with other hardware. As well as a femur rod added. Per the surgeon who removed the devices, it was the 6.5mm x 60mm that was broken.